Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Unique identifier (UDI) and protocol numbers are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that all labels were intact, and no physical damage was noted on the returned device. Error code for no disposable attached was found in the device event history log. The customer reported issue could not be confirmed during the investigation. The cause of the reported problem could not be determined. Preventively, the downstream sensor was replaced, and the upstream sensor was recalibrated. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: g3: correction: report source: foreign, g5: correction: premarket 510k: k982836.